Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The batteries on the iabp failed the runtime test, to address the issue the stm replaced the batteries. The stm then performed full functional and safety tests which passed to meet factory specification, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that a battery issue occurred on a cs300 intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.